Manufacturer narrative:
Product event summary: the ventricular assist device driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed cracking of the driveline outer sheath near the driveline strain relief, thus confirming the reported event. Additionally, visual evidence revealed yellowing of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Concomitant medical products: 1156t lead, implanted: (B)(6) 2011; 0145 lead, 4244 leadim implanted: unknown. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Driveline cable, (B)(4), was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed cracking of the driveline outer sheath near the driveline strain relief, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient was noted to have a linear slice in the proximal end of the driveline connector strain relief which exposed the polyurethane sheath below. There was also a small tear of approximately one centimeter (cm) which exposed the inner silicone conduit for the electrical wires. The silicone conduit and inner wiring were intact and the patient had no reports of controller alarms associated with the damage. The patient was a "bit nervous about it". The clinical specialist explained the procedure to the patient and ventricular assist device (vad) coordinator and, with their consent, performed a modified driveline sheath repair on an outpatient basis. He used a scalpel to remove the temporary repair done by the vad coordinating team. After taking two pictures, the clinical specialist approximated the two-centimeter tear to the proximal portion of the bend relief and applied a double layer of 1/2-inch silicone tape directly over the area where the polyurethane sheath had the one centimeter break. Then, the 1/2 inch silicone tape was wound down to the driveline proximal towards the pump for three centimeters. The 1/2-inch silicone was then wrapped back up and over the starting point towards the connector on the bend relief for two centimeters. Finally, it was wrapped back to the initial area and the process was completed. After direct pressure was applied to the five-centimeter repair, the clinical specialist verified that the driveline cover could be moved back and forth over the repair and positioned adjacent to the controller connector without issue. The patient was then informed to monitor the repair for damage and report any alarms to the vad coordinating team. Photos provided of the reported damage appear to confirm the event. No further information has been provided.